Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous right common carotid artery (cca). After an 8fr non-bsc guide catheter was engaged in the cca, a 5.0mmx20mmx135cm sterling balloon catheter was advanced for pre-dilation. However, during the first inflation, pressure could not be applied from 4 atmospheres. It was noted under fluoroscopy that contrast media was leaking and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.